Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that the tip broke during surgery. The broken tip was retrieved from the patient and the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: the metallic planar distal portion of the electrode is detached. The product was returned for investigation and the reported failure mode was confirmed. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. The failure mode will be monitored for future reoccurrence. Mfg date: 10/31/2015. (B)(4).

Event description:
It was reported that the tip broke during surgery. The broken tip was retrieved from the patient and the procedure was completed successfully.